Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and was sent a replacement pump by technical support, who ensured it would have updated software. The customer was provided with instructions to store and return the malfunctioning pump to tandem and was informed about handling the g7 sensor with the new pump.